Event description:
Head falls off - oral-b [device breakage] . Case narrative: consumer via chat stated that the oral-b toothbrush head fell off of the oral-b toothbrush, model 3758. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.